Event description:
It was reported that a transfer set had a damaged part. The reporter stated that this issue resulted in the home patient (hp) having the device replaced at the clinic. The step of setup or therapy during which this was noticed was not specified. The type of therapy the hp performed was automated peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). Catalog number - the product code was not provided; however, the reporter stated that the device was the "rolling kind" and was not a luer lock transfer set. As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).